Manufacturer narrative:
The breach in aseptic technique resulting in peritonitis was further described as the patient ¿was not very sanitary when doing dialysis¿ (no further detail). On an unspecified date, the patient was discharged from the hospital. It was not reported if the patient was retrained on proper aseptic technique. No further detail was provided regarding the outcome of the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in 1949. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿problem with sterility during the dialysis¿ (reported as bacteria got inside via the tube). On an unreported date, the patient was hospitalized for the peritonitis event and was treated with unspecified ¿broad spectrum antibiotics¿ (for 14 days, route, dose and frequency not reported) for the peritonitis. At the time of report, the patient remained hospitalized, patient outcome and action with pd therapy were not reported). It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.